Event description:
It was reported while using bd lsrfortessa x-20 so biohazardous waste leaked outside instrument. There was no user impact. The following information was provided by the initial reporter: - issue waste leakage from facs flow supply system. Was the leak liquid or air? Liquid was the leak contained within the instrument? Not contained was there spray of liquid under pressure? No what was the fluid that leaked? Biohazard did biohazard leak before or after waste line? After waste line was the waste mixed with decontamination/bleach? No.

Manufacturer narrative:
After further review MFR#2916837-2021-00152 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd lsrfortessa x-20 so biohazardous waste leaked outside instrument. There was no user impact. The following information was provided by the initial reporter: issue waste leakage from facs flow supply system. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination/bleach? No.